Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ipp cylinders, pump and reservoir were visually inspected an functionally tested. A leak was identified in one of the cylinders due to sharp instrument/tool damage consistent with explant damage, and hence was considered a secondary failure. The pump failed the activation and deflation tests, requiring more than 8lb. Of force to activate the pump and longer times deflating the pump. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient experienced pain with a malfunctioning inflatable penile prosthesis (ipp) device. All components were explanted.

Manufacturer narrative:
Field change: e1, h3,h6,h10. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ipp cylinders, pump and reservoir were visually inspected an functionally tested. A leak was identified in one of the cylinders due to sharp instrument/tool damage consistent with explant damage, and hence was considered a secondary failure. The pump failed the activation and deflation tests, requiring more than 8lb. Of force to activate the pump and longer times deflating the pump. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient experienced pain with a malfunctioning inflatable penile prosthesis (ipp) device. All components were explanted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ipp cylinders, pump and reservoir were visually inspected an functionally tested. A leak was identified in one of the cylinders due to sharp instrument/tool damage consistent with explant damage, and hence was considered a secondary failure. The pump failed the activation and deflation tests, requiring more than 8lb. Of force to activate the pump and longer times deflating the pump. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that an inflatable penile prosthesis (ipp) device was explanted due to malfunction.